Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting levels were 105, 249,368s and heparin was given. A pre-implant balloon valvuloplasty was done with a 20mm non-abbott balloon. The valve fully re-sheathed one time due to the implant depth was too high. A post-implant balloon valvuloplasty was done with a 20mm non-abbott balloon due to under expansion. The final implant depth at non-coronary cusp (ncc) was 9.73mm and left coronary cusp (lcc) was 7.58mm. After implantation, the patent developed complete atrioventricular (av) block and got connected to an external vvi pacemaker set as 75bpm. After that a micra leadless cardiac pacemaker was implanted. The patient was reported stable.

Manufacturer narrative:
An event of valve underexpansion, heart block, and malposition of device-incorrect implant depth was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there was 1 re-sheath of the valve due to being deployed too high and there was under expansion of the valve. The final non-coronary cusp implant depth was 9.73 mm, and the left coronary cusp implant depth was 7.58 mm. Later on, the patient developed a complete heart block. Based on information received, a cause for the reported event appears to be related to procedural conditions and patient conditions (implant depth too high). The reported unexpected medical intervention was a case-specific circumstance, as post-implant valvuloplasty was done. The reported medical interventions and surgical interventions were result of case specific circumstances as temporary pacemaker was used subsequently permanent pacemaker was implanted and patient was admitted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: medical device problem code: